Event description:
Boston scientific crm received info that this rv lead was repositioned due to concern with dislodgement. Fluoroscopy revealed the lead was in the same location from implant; however, pt had many post ventricular contractions, so the physician elected to reposition the lead. Post repositioning the lead, adequate measurements were obtained. The lead remains in service to this date. Should add'l info become available, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.